Event description:
It was reported that the patient presented in the hospital for a scheduled implant procedure. Post-surgery after leaving the procedure room, the patient's right ventricular (rv) lead exhibited loss of capture and poor sensing due to the lead dislodgement. The dislodgement was confirmed via chest x-ray imaging. The rv lead was explanted and replaced. The patient was in stable condition.